Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: the surgeon reported that he experienced difficulty removing the screw with the screwdriver shaft. Therefore the surgeon decided to make a stab incision to the screw so it could be removed with the trocal. The screw was safely removed. No surgical delay reported. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Device is an instrument and is not implanted/explanted. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.